Manufacturer narrative:
Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test or verify unresponsive keypad or pump error 53 alarms due to blank display. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads, and cracked case on the battery tube side.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated insulin pump was not working as buttons were no longer responding. Customer stated they had software error detected alarm. Customer stated they were not able to successfully clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.